Event description:
It was reported that the ventilator generated a technical alarm indicating that an error in the internal memory detected. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our filed service engineer. The control printed circuit board (pcb) was found defective and replaced. After replacement of the pcb, the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for further investigation. The received device logs confirmed the reported technical error code at date of the event. Since no parts were returned for investigation, the root cause of the event has not been determined.